Manufacturer narrative:
The investigation determined that the device behaved as expected. Zero flow occurred due to the stop inlet pressure being triggered. Users are advised to have a max pressure safety pump to avoid repeated occurrences of stop inlet pressure being triggered. A momentary loss in communication to the pressure sensor following the stop inlet pressure safety event would cause the flow to remain low.

Event description:
User reported that the system alarmed and stopped flow, but the reason was unknown. The user resorted to hand-cranking and there was no patient harm.